Event description:
It was reported the customer's fill cannula was in the wrong setting. The customer stated he was being delivered 6.9 units of insulin instead of .3 units during the fill cannula. The customer was assisted with setting the proper amount for his fill cannula. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).